Event description:
New information was recieved that this lead was explanted as a result of high impedance measurements as well as non capture.

Event description:
Boston scientific crm received information that this left ventricular pacing lead exhibited varying pacing impedance measurements. Impedance had been in the 400 ohms range, but now was inconsistent and was at times >2000 ohms. It was also noted that the r-wave measurements had decreased. Pacing thresholds were inconsistent and at times were up to 7.0v @ 1.0ms. The clinician reported that the lead was programmed in the lv tip to rv coil pacing configuration.

Manufacturer narrative:
Technical services discussed testing the lead in the lv ring to rv coil pacing configuration, to determine if the issues were isolated to the lv tip electrode. The field representative later reported that the lead measurements were within normal range in the lv ring to rv coil pacing configuration, and the device was then reprogrammed to that configuration. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.